Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading at the time of the incident between 252 to 270 mg/dl. Customer's current blood glucose reading ranged from 72 to 486 mg/dl. Customer reported that they treated their high blood glucose with he insulin pump and a complete set change. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not expected to return.

Manufacturer narrative:
The insulin pump was received with no (act, escape and up) button response due to corroded keypad traces. No button error alarm and no frozen display anomaly during testing noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.